Event description:
The following information was provided: it was reported that the patient's hip was revised due to possible infection. An I&d with head and liner exchange was performed.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 33351152. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.